Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it was reported that the patient press the pump and delivered 1 dose. No patient injury was reported.

Manufacturer narrative:
Other, other text: b1: correction: adverse event/other serious or important medical events; product problem . B5: correction: it was reported that the patient press the pump and delivered 1 dose. Patient experienced seizure activity, becomes cyanotic, has a flat pulse and a cardiac arrest was called. After CPR the patient was transferred to ICU. H1: correction: serious injury. H3: correction: no, device not returned to manufacturer. H6: correction: event problem patient code: 1762-cardiac arrest c50479; 1798-cyanosis c26737; 2606-pulse pressure, diminished c50533; 4406-convulsion/seizure c2962. H6: correction: evaluation codes result: c20 [3221] - no findings available c92084. H6: correction: evaluation codes conclusion: d15 [4315] - cause not established c139471.

Manufacturer narrative:
Additional information received on 12-aug-2022 via email and attached to complaint object: the reported event occured during patient use; patient details updated. Event problem and evaluation codes: updates not required. Device evaluation: no product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., correction: model number: 2110. Correction: device manufacturing date: 08-apr-2014.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed the device labels are undamaged, but the tamper seal was missing upon receipt. The unit display glass is scratched and cracked. Functional evaluation was performed whereby the pump was tested and found to be functioning properly, delivering within specification. All tests performed on the returned pump passed. Results: no issues with the pump were identified during the evaluation. No problem was found thus, no actions are required. Root cause cannot be determined as no issues or problems with the pump were found during the course of the investigation. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.